Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had adaptivestim before, but now she has to change it manually. She noticed this a couple of weeks prior to the report, confirmed as (B)(6) 2019. She noted that adaptivestim was not available on either group a or b, and she does not have any other groups available. There were no patient symptoms or complications reported.